Event description:
Updated summary: the event is not-reportable as pump was not used at the time of reported event and insulin pump was already reported under regulatory report 2032227-2025-187641. So, event is a not-reportable scenario.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had passed away, and the cause of death was congestive heart failure, ischemic heart disease, and diabetes. The customer reported a blood glucose value of 800 mg/dl. The customer reported the sepsis, diabetic ketoacidosis, hyperglycemia, and double pneumonia. The event involved products mmt-397a, mmt-1884, and mmt-397a. Troubleshooting was performed and found that the document of any health issues or illness that may have contributed or led up to passing was the heart disease. The customer was deceased due to the insulin pump was not working and so that the customer was not wearing the insulin pump. No product return is required for mmt-397a, mmt-1884, and mmt-397a.